Event description:
It was learned through implant patient registry that a patient with a 25mm 11500a aortic valve was explanted after an implant duration of 1 years, 18 days due to unknown reasons. The explanted valve was replaced with a 27mm 11060a valved conduit. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11. Additional narrative surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as its availability is unknown. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry that a patient with a 25mm 11500a aortic valve was explanted after an implant duration of 1 years, 18 days due to endocarditis. The explanted valve was replaced with a 27mm 11060a valved conduit. Per medical records, tee demonstrated small vegetation on aortic and mitral leaflets, with moderate to severe aortic insufficiency. Patient presented with chest pain with a stemi. Blood cultures were positive for gamellahemolysans and group a strep bacteremia. Intraoperatively, tiny vegetations were noted on the aortic leaflet with annular destruction where there was an annular abscess. Extensive tissue necrosis and infection was noted. A 27mm 11060a valved conduit was placed. Patient was weaned from cpb without difficulty and patient was sent to ICU intubated and stable. Patient discharged on pod#8. Per pathology, leaflet consisted of irregular shaped piece of rubbery tan and focally pink tissue. Histologic exam demonstrated endocarditis. This is a 66-year-old male patient with history of avr (2024). Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.